Event description:
It was reported that an ilet user experienced higher than usual post-meal glucose after receiving a smaller meal bolus than expected, with reports of 8 units delivered versus 10 units previously, and data review indicated lunch was announced within four hours of breakfast, which likely limited algorithmic adjustment for the subsequent meal. Symptoms included a sweet taste in the mouth and a hyperglycemia peaking at 340 mg/dl with a high glucose alert issued by the device. Outcomes included transient hyperglycemia that stabilized without hospitalization. Investigation included review of device reports and follow-up counseling on meal spacing and appropriate meal announcements. Investigation of this case revealed that the device functioned as designed and that frequent meal announcements within a short interval influenced meal bolus determination, leading to underestimation relative to user expectation. It was concluded, based on previously established findings for similar reports, that the cause was user-related use conditions involving meal timing and announcement practices.